Event description:
Caller alleged discrepant inratio inr results. Results are as follows: (B)(6). Reportedly, during the inratio testing, finger was "milked" after the finger stick and multiple drops of blood was applied to the sample well. After the 7.1 laboratory inr on (B)(6) 2014, the pt's coumadin was held for four (4) days ((B)(6) 2014). On (B)(6) 2014, the pt was hospitalized with a gastrointestinal bleed (gi). There was no inratio or laboratory result provided. On (B)(6) 2014, the pt was discharged from the hospital. On (B)(6) 2014, the pt expired after released from the hospital. The gi bleed and subsequent pt event was over two (2) weeks since the last inratio result. Therefore, we do not believe that the inratio test result caused or contributed to the serious injury or pt outcome. The medical examiner informed customer that there was no evidence of foul play or trauma. It is unk if an autopsy would be performed. There was no add'l info provided.

Manufacturer narrative:
Investigation/conclusion: product was returned for investigation. The complaint was not confirmed. Retain strip testing on the returned meter met both accuracy and strip repeatability criteria. Investigation of the returned meter did not uncover any deficiencies. The meter continues to meet specification. A review of the MFR record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results.